Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited short bursts of noise and inappropriate mode switching. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on (B)(4) 2019 stated the patient presented remotely via merlin.net transmission and revealed the lead continued to exhibit noise. The patient was brought into clinic and noise was reproducible via isometric testing with left arm adduction. The lead was reprogrammed successfully and the patient would continue to be monitored.